Event description:
The complaint alleges the "control malfunctioned causing the electric motorized wheelchair to surge forward uncontrollably and collide with a refrigerator in their home." This allegedly resulted in a fractured pelvis and leg.